Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the graphic user interface cpu pcb. Covidien was not authorized to service the device.